Manufacturer narrative:
Concomitant medical devices: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2015, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal compounded baclofen 2000 mcg/ml (dose 300 mg/day) via an implanted pump. The patient's medical history included being a diabetic and paraplegic. The pump's indication for use (IFU) was listed as post spinal cord injury and intractable spasticity. The patient had a pump replacement and an 8578 was added. When the patient returned to the office for a post-operative visit on (B)(6) 2015 he had some clear fluid draining from the edge of his incision. The approximate event date was (B)(6) 2015. The patient did not have a headache and no loss of therapy. A dye study was done to confirm catheter patency. They were able to aspirate easily from the catheter and inject dye. The dye study appeared to be normal to the two staff doctors there. The patient was put on antibiotics and sent to the wound clinic. The next day, another staff reviewed films and was certain that he saw dye pooling under the pump. The patient was now scheduled for a catheter revision on (B)(6) 2015. A pump exchange led to the event. The dye study seemed normal, but now was being questioned. The issue was not resolved at the time of this report and the patient's status was "alive- no injury". Additional information has been requested, but was not available as of the date of this report. On 9-3-2015 information was received from an hcp via a company representative who indicated that the patient was taken to the operating room on (B)(6) 2015 for exploration. It was discovered that the pump proximal catheter had detached, so it was reconnected. Per the doctor, the patient was currently doing fine.